Manufacturer narrative:
(B)(4). Although requested, devices has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a flush the tubing burst; there is also a bulge in the tubing but the customer is not certain if the bulge was present prior to the flush. The bulge is located on the end where the maxplus clear valve is connected. Prior to the flush the pt did have a CT scan with contrast. No pt harm or medical intervention occurred. No further pt/event information was reported.